Manufacturer narrative:
Age at time of event: 18 years or older. If implanted, give date: before (B)(6) 2017. Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a drug eluting stenting treatment procedure, total occlusion occurred and the patient expired. The target lesion location was unknown. A 3.50x20mm synergy drug eluting stent was implanted. The procedure was completed with this device. In (B)(6) 2017, total occlusion was confirmed. The patient expired. No additional information is available at this time.

Manufacturer narrative:
Event date corrected from (B)(6) 2017. Upn- search corrected from (B)(4) - synergy ous mr 3.50 x 20 - 39262-2035 to (B)(4) - synergy ous mr 2.50 x 20 - 39262-2025 upn corrected from (B)(4). Catalog/model # corrected from 39262-2035 to 39262-2025. (B)(4). Updated: describe event or problem, other relevant history, if implanted, give date, death date, patient codes. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-08174, 2134265-2017-08175, 2134265-2017-08176. It was further reported that in (B)(6) 2016, the patient was emergently hospitalized. Two days later, the index procedure was performed to treat unstable angina. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left main trunk (lmt) to proximal left anterior descending artery (prox lad). The target lesion was treated with pre-dilation and placement of a 2.50 x 20 mm and a 3.0 x 24 mm synergy drug eluting stent at 18 atm, but not a 3.50 x 20 mm synergy stent as previously reported. Residual stenosis was 0% and timi flow was iii following post-dilation. In (B)(6) 2017, the patient had heart failure and was emergently hospitalized. Medication to treat heart failure had been administrated for 17 days. Seventeen days later, angiogram showed 90% in-stent restenosis in the lmt to proximal lad. Scoring balloon and drug-coated balloon dilatations were performed and flow was restored. A 100% stenosed de novo lesion with calcification was found in the left circumflex artery (lcx) to obtuse marginal branch. The target lesion was treated with pre-dilation and placement of a 3.0 x 24 mm and a 2.25 x 16 mm synergy stent at 18 atm, with 0% residual stenosis and timi iii following post-dilation. Prasugrel and biaspirin were administrated. In (B)(6) 2017, the patient was emergently hospitalized and angiogram revealed total occlusion in the lcx. Scoring balloon and drug-coated balloon dilatations were performed, but the patient expired the next day. No autopsy was performed. The physician thinks the occlusion was not restenosis but stent thrombosis which was the cause of death.